Manufacturer narrative:
This report was filed in error. Evaluation of the returned sample determined the device was not manufactured by cardinal health. The customer was contacted and confirmed the originally reported product was incorrect and not a cardinal health device. Based on this information, cardinal health is not the manufacturer of the device involved; therefore, this event is not reportable by cardinal health and no further action is required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the middle of one of the ports on the extension for the g-tube broke off. The customer was not able to close the port when it was not in use. It possibly broke off due to attaching to the port too tightly, but they have never seen one break off at that spot before. No harm was done to the patient.